Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy. The pod was worn for less than an hour.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended and before the start of the second priming sequence.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l45979 expiration date changed from unavailable to 3/2/2022 model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425 unique identifier (UDI) # changed from (B)(4) correction to h(4): device mfg date changed from unavailable to (B)(4) 2020.